Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they experienced a hypoglycemic event in which they were having symptoms of sweating and was thirsty. The cgm was displaying 5.2 mmol/l and when the patient checked the bg meter it was displaying 3.6 mmol/l. The patient drank juice and ate a packet of crisps. At the time of contact, the patient was doing fine. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data.